Manufacturer narrative:
The control panel enclosure trigger was replaced to repair the system and return it to full functionality.

Event description:
The customer reported the control panel does not lock in place on their affiniti 50 ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.